Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During evaluation of the device, missing thixotropic adhesive at the forceps. The service repair technician indicated the most likely cause was component failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.